Event description:
This unsolicited device case from united states was received on 17-may-2016 from the other non-health care professional this case concerns a female patient (with unspecified age) who started treatment with synvisc one and later a culture was done which was positive for (B)(6). No medical history, past drugs, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient started treatment with intra-articular synvisc one injection, at a dose of 6 ml, once, with batch/lot number: 5rse054 (expiration date: not provided) for osteoarthritis. It was reported that a few days later, the knee of the patient was swollen with pain. It was reported that her physician aspirated the knee and the fluid looked okay. It was reported that the heath care professional (hcp) saw the patient again on (B)(6) 2016 in the emergency room and he scoped her knee and did a culture which was positive for (B)(6). Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint was initiated and results were pending for the same seriousness criteria: important medical event. Pharmacovigilance comment: (B)(4) comment dated 20-may-2016: this case concerns a female patient who received synvisc one injection for osteoarthritis and later had (B)(6) infection. A causal relationship between the product and event cannot be denied. However lack of information regarding patient's medical history, concurrent condition, concomitant medications, technique of injection, maintenance of aseptic conditions during injection and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on 17-may-2016 from the other non-health care professional. This case concerns a female patient (with unspecified age) who started treatment with synvisc one and later a culture was done which was (B)(6). No medical history, past drugs, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient started treatment with intra-articular synvisc one injection, at a dose of 6 ml, once, with batch/lot number: (B)(4) (expiration date: nov-2018) for osteoarthritis. It was reported that a few days later, the knee of the patient was swollen with pain. It was reported that her physician aspirated the knee and the fluid looked okay. It was reported that the heath care professional (hcp) saw the patient again on (B)(6) 2016 in the emergency room and he scoped her knee and did a culture which was (B)(6). Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint was initiated with (B)(4). The production and quality control documentation for lot # (B)(4) expiration date (11/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # (B)(4) no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 23-may-2016, there were (B)(4) complaints on file for lot # (B)(4): (2) adverse event reports. Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Seriousness criteria: important medical event. Additional information was received on 23-may-2016. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 23-may-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 20-may-2016: this case concerns a female patient who received synvisc one injection for osteoarthritis and later had (B)(6). A causal relationship between the product and event cannot be denied. However lack of information regarding patient's medical history, concurrent condition, concomitant medications, technique of injection, maintenance of aseptic conditions during injection and other risk factors precludes the complete medical case assessment.